Event description:
A surgeon reported unexpected post-operative refraction following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been sought from the surgeon.